Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date, this complaint will be updated &/or a follow up be sent.

Event description:
Provider states the 4 way and the pilot valve is causing 2 green and 1 red light error code. The power switch is causing no alarm.

Manufacturer narrative:
The device was evaluated by the returns department which found that the 4-way valve was contaminated but the no alarm was not confirmed as only the 4-way valve was returned.

Event description:
Provider states the 4 way and the pilot valve is causing 2 green and 1 red light error code. The power switch is causing no alarm.